Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0444337v, product type: lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: j0444337v, (B)(4); product ID: 3487a-33, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) previous implant leads were replaced because she fell and damaged them. The patient confirmed that the revision occurred 3-4 years ago. No further complications were reported.